Event description:
It was reported that the lead was explanted and replaced due to dislodgement. Patient was doing well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis was normal. No anomaly was found.